Manufacturer narrative:
The calibration and the quality control (qc) results were verified. The following was performed on the instrument: fluid circuit checked. Water tank sanitization with hypochlorite performed. Performed acid and base dispensing check. Lumo dark count check performed. Performed check of reagent probe dispensing. Check of the aspiration probes. Check of reagent probe and aspiration probe wash wells. Robotic calibration of reagent probes 1 and 2 in reagent readypack and in the incubation ring. Re-calibrated sample probe in incubation ring and tip tray. Visual check of all processed samples performed. No anomalies found during aspiration and dispensing samples. No anomalies found in the sample washing station. Siemens continues to investigate and monitor the performance of the assay at this site. Another lot of reagent has been sent to the customer for evaluation. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed initial reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results for three patients that were considered discordant when compared to repeat non-reactive (negative) results. For two samples, the repeat testing generated both reactive and nonreactive results. It is unknown which cov2t result(s) were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00309 was filed on september 30, 2020 reporting that the customer observed initial reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) results that were considered discordant when compared to repeat non-reactive (negative) results. On november 20, 2020 - additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xpt sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.